Manufacturer narrative:
H11 h3, h6 part of the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The t1 and t2 were cut from the suture and were not returned. Two partial sections of suture were returned. The needle assembly is bent. Bio debris is present. A functional evaluation showed the actuator will cycle but the actuator attempts to stick at the tip and requires manipulation before returning to the next pre-deployment position. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during a meniscus repair, the t2 of one (1) fast-fix curved deployed along with t1. It is unknown how the procedure was performed or if there was any surgical delay. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4).